Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, there were no audible tones when the error message was displayed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a "battery needs service" error message was displayed. The error message cleared after continued use of the device. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2018. The heart lung machine (hlm) turned on correctly and the battery was fully charged; the green icon appeared on both the splash screen and the perfusion screen. During the cardiopulmonary bypass (cpb) procedure, the "battery needs service" message appeared on the message area of the system. The message disappeared further along in the procedure. The system did not loose alternating current (ac) power, therefore the concern was mitigated regarding the battery as a back up. After the procedure the team tested the unit to ensure that the battery backup was fully available and there was no issue with that test. The team left the unit on and charged overnight to mitigate the problem. The team, the following day tested the system and the message would periodically appear, therefore it was taken out of service. There was no loss of power, therefore the procedure was completed without delay, blood loss or harm.

Manufacturer narrative:
The field service representative (fsr) observed that the battery charger and the batteries were fully charged upon his arrival. The unit operated to the manufacturer's specifications.